Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications reported and the patient's status was stable. It was further reported that the target lesion was 80% stenosed and was located in the non-calacified and moderately calcified left anterior descending artery. The device was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications reported and the patient's status was stable.